Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from hong kong alleged a discrepant result for a single patient while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged sample initially generated a positive result for sars-cov-2 on a competitor platform (genexpert). The same sample was retested on the cobas liat which yielded a negative result for all targets (sars-cov-2, influenza a and b). A new sample was collected from the same patient the next day and generated a positive result for sars-cov-2 on both the genexpert and on the same cobas liat analyzer. The sample was reported out as negative. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
The data showed true amplification for the positive result. Therefore, no product problem with the reagent or hardware was identified. For the initially collected sample, the genexpert result had a late CT value of 44 which is indicative of a sample near the limit of detection and was repeated and generated a negative result on the cobas liat. Due to the sample being a low titer sample, wavering results from run to run are expected. The recollected sample generated a strong positive on both the genexpert and the liat. The discrepancy between the results generated is likely due to sample-to-sample variability.